Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated (400 mg/dl). Customer treated elevated levels by delivering insulin boluses. During system check with tandem technical support, the pump performed as intended. Reportedly, the customer had changed pump settings to lower blood glucose levels. Customer reported that he had changed his settings to lower his bg levels. Customer reported the following day that blood glucose levels had improved.